Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 for its right ventricular (rv) lead, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) was consulted and reviewed the stored episodes. The patient presented atrial fibrillation (af) with rapid ventricular response (rvr), so several shocks were delivered as inappropriate therapy until therapy was exhausted. Therapy delivery was ineffective due to the shock impedance measurement been greater than 145 ohms. This rv lead was subsequently capped and surgically abandoned, with a new rv lead implanted. No additional adverse patient effects were reported.